Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing. However, corroded keypad traces were noted. The motor tested okay. No motor anomaly was noted.

Event description:
It was reported that the insulin pump had was scrolling without input and had an unresponsive act button. The blood glucose reading was 227 mg/dl. The customer stated that the insulin pump had been exposed to a strong magnetic field from an x-ray machine. She stated that the buttons were getting stuck and she was unable to garner a response from the keypad. She noted that she had kept the insulin pump wrapped up in her cleavage. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.